Manufacturer narrative:
Patient information was unavailable from the site. Corrected. Software analysis determined to be inconclusive as the issue could not be replicated and the site resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, the site had issues with patient registration. The patient impact is unknown.

Manufacturer narrative:
Patient demographics updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the event occurred during a functional endoscopic sinus surgery (fess) procedure. It was noted that there was a 5 minute surgical delay and no impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site had issues with patient registration. There was no patient present when this issue was identified. It was later reported that the issue was resolved.